Event description:
Ous MDR - it was reported that over the last 6 months the pacing impedance and the pacing threshold have steadily increased. No adverse patient side effects have been reported. This device remains implanted. Documentation regarding this device is under analysis at this time.

Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead as well as the home monitoring data received for analysis. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned data were inspected. The analysis revealed increasing values of the pacing impedance and the pacing threshold, confirming the clinical observation. However, based on the information available for analysis, no conclusions can be drawn regarding the root cause. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing.